Event description:
The MFR's representative reported the pt was experiencing lack of pain relief. The catheter was found to have fallen out of the intrathecal space and this is the 3rd time this has happened. The distal portion was revised and the "8711 was implanted retgrograde."